Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02489.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak sac via transcaval approach using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted six coils into the target vessel using the lantern. While advancing a pod pc through the lantern, the hospital fellow bent the pusher assembly of the pod pc, and subsequently, the pod pc unintentionally detached. Therefore, the physician used a pusher wire to push the detached pod pc into the target location. Next, while advancing another pod pc through the lantern, the hospital fellow kinked the pusher assembly of the pod pc. Therefore, the pod pc was retracted and removed. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.